Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 1/23/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: (B)(4) captures the initial report for "...in corneal transplant surgery presents several times rupture and tear of suture nylon 10-0. At the end of surgery, the sutures are complete and in position. Today in the postoperative consultation, 2 broken sutures were identified again..." (B)(4) captures the ambiguous multiple event report ("poor suture quality is suspected, as in other transplant surgeries") how many devices demonstrated the alleged deficiency? Did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? If this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? Did this event contribute to any patient adverse event? If yes, please explain. For (B)(4) : was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. How many sutures broke during use on the patient? Please inform the patient¿s current health status and condition. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent a corneal transplant procedure on (B)(6) 2025 and suture was used. During the corneal transplant surgery presents several times rupture and tear of suture nylon 10-0. At the end of surgery, the sutures are complete and in position. Today in the postoperative consultation, 2 broken sutures were identified again. Poor suture quality is suspected, as in other transplant surgeries, difficulties have also occurred during the corneal suture phase. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 2/26/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.